Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call recording. The cca was advised by the patient that at on (B)(6) 2016 at 7.30am, he alleged obtaining an inaccurate high result of "167 mg/dl" with the subject meter and "116 mg/dl" with another device (accu chek aviva), performed within 30 minutes each other. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for accuracy. The patient stated he manages his diabetes with other diabetes medications ("genovia 100 mg and glumetza 1 gram"). The patient confirmed that he did make changes to his usual diabetes management regimen in response to the alleged product issue; the patient alleged increasing his medication by 1 gram of glumetza and 100mg of gonovia form (B)(6) 2016. The patient denied developing symptoms and also denied receiving treatment due to the product issue . At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The test strip vial was not cracked or broken. The cca was unable to walk through a retest as the patient did not have control solution. The patient refused replacement products. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.